Event description:
Initial result for a pt creatinine was 0 mg/dl. When repeated on another analyzer the result was 2.8 mg/dl. The field service representative found an air leak was causing a loss of suction for some samples. He repaired the instrument by replacing the rt1 chain cable.